Event description:
The screw attachment of the device malfunctioned after attempted placement in right ventricle. The device was removed and another device was used with no further problems. No patient harm.